Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate discontinuation of anti-coagulation medications likely contributed to the valve thrombosis and subsequent explant 22 days post implant. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported through the edwards implant patient registry, 22 days post implant in the aortic position, a 20mm sapien 3 ultra valve was explanted and a surgical valve was implanted. Information received from the implant facility indicated the patient discontinued all anti-coagulation medication, including the prescribed aspirin, the day they left the hospital due to a nosebleed. The patient did not inform the implanting physicians that the medications had been stopped. The patient then developed heart failure symptoms and went to another facility for treatment. That team were concerned the patient had developed patient prosthesis mismatch (ppm) and hypo-attenuating leaflet thickening (halt). The decision was made to explant the sapien 3 ultra valve and implant a surgical valve. No further information regarding the status of the patient is available.